Event description:
It was reported that at follow up, an alert for high, out of range, high voltage lead impedance was observed. The svc coil was programmed off. Successful dfts were performed. The lead remains implanted. The patient condition was good after the event.